Event description:
It was reported that a lead was replaced on (B)(6) 2012. It was noted that the original lead was "not effective" and the patient "couldn't get the programming right." It was stated that the patient received plasma during the procedure, and the "wires broke."the patient was uncertain if the broken wires were the ones that were explanted or the ones that were implanted. The current system was reportedly "working perfectly" and the patient was "doing so well."

Manufacturer narrative:
Product ID, 37642 lot# serial# (B)(4), product type programmer, patient product ID, 37092 lot# 291510001, implanted: 2011 (B)(6), product type accessory product ID, 3708660 lot# serial# (B)(4), implanted: 2012 (B)(6), product type extension product ID, 3387s-40 lot# v975686, implanted: 2012 (B)(6), product type lead. (B)(4).